Event description:
It was reported that, this pacemaker was found to be operating in safety mode. Subsequently, this pacemaker was explanted and replaced, and it will be returned for analysis. No additional adverse patient effects were reported.